Event description:
ECMO tech (rn) to flush ECMO circuit pigtail. Upon attaching syringe, ECMO rn noticed air bolus sucking into tubing. ECMO rn clamped pigtail and removed air with different syringe. Upon further examination of syringe, the stopper was noted to be out of place. No air reached the patient, no harm was done. This is the second event with this manufacturer's device within the last month.what was the original intended procedure?blood draw and then syringe used to flush.